Manufacturer narrative:
Batch review performed on 02 september 2021. Lot 114248: (B)(4) items manufactured and released on 23-jan-2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in reporting knee pain and instability and the cause of the pain and instability is unknown. The surgeon revised the 12mm insert with 14mm one 8 years and 11 months after primary. The surgery was completed successfully.